Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2017-00377. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the renal artery using ruby coils. During the procedure, while advancing a ruby coil through the non-penumbra microcatheter and into the target vessel, the physician did not mention any resistance. However, due to tortuous anatomy, the microcatheter backed out of the vessel. The physician then retracted and resheathed the ruby coil back into its introducer sheath in order to reposition the microcatheter. The physician mentioned that there was resistance while the coil was being retracted. When attempting to re-deploy the ruby coil, the physician had difficulty advancing the ruby coil out of its introducer sheath. Consequently, upon applying force, the ruby coil pusher assembly became kinked. Therefore, the ruby coil was not re-deployed and a new ruby coil was opened. However, the same issue occurred and ruby coil was resheathed in order to reposition the microcatheter. While attempting to resheath the ruby coil, the physician mentioned that there was resistance and subsequently, the coil unintentionally detached before the coil could be fully resheathed. The ruby coil was already out of the patient's body and out of the microcatheter. The procedure was then completed using the same non-penumbra microcatheter and an additional coil. There was no report of an adverse effect to the patient.